Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in moderately tortuous and moderately calcified iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.